Event description:
Same case as #6000093-2007-01916. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The 70% stenosed lesion was located in a severely calcified and mildly tortuous mid circumflex (cx) artery. The lesion was predilated with a 2.5x15mm maverick balloon. The physician attempted to place another manufacturer's stent but was unable to cross the lesion. The physician then attempted to place a taxus express2. 3.5x16mm drug eluting stent, but was again unable to cross the lesion. At that point, a dissection of the proximal cx was noted. It was unk when the dissection had occurred. The pt experienced st elevation with chest pain and loss of blood flow. The pt was also shocked for vt. The physician went on to place a 2.5x8mm express stent, a 2.75x8mm liberte' stent, a 3.0x8mm liberte' stent and a3.5x8 liberte' stent by the end of the procedure, the st segment elevation and chest pain were resolved and the artery was reperfused. No further complications were reported. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.